Event description:
A malfunction alarm was reported, with the code identified as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information on how to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.